Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 404 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a manual injection (15 units) was delivered.

Manufacturer narrative:
The following fields were corrected: d1 - brand name: omnipod insulin management system. D4 - model no: 19191. D4 - catalog no: zxp425.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported needle mechanism failure. The device ran for 859 pulses and was deactivated by the user.